Manufacturer narrative:
Event date is estimated. A patient experiencing no stimulation was reported to abbott. Troubleshooting was attempted but issue persisted. The patient underwent a full system removal. The leads were explanted and replaced due to no stimulation. Therapy established post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-00668, 1627487-2024-00667, 1627487-2024-00665 it was reported that the patient was experiencing ineffective relief from their scs system. The patient noted not feeling stimulation from any of their drg leads despite multiple reprogramming attempts. Surgical intervention was undertaken on (B)(6)2024 wherein the patient's drg leads were explanted, replaced, and therapy was restored.